Event description:
The customer received control results of 160 and 125mg/dl on the contour next ez meter. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the control solution for evaluation. New strips and control were sent.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.